Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00146. It was reported that the infection was not related to the scs system. The infection was a bladder infection that turned out to be e.coli.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00146. It was reported that the patient had an infection located on the back. The patient was admitted to the hospital. Surgical intervention will take place to address the issue.